Event description:
The customer received questionable ise indirect gen.2 results for two patients from the cobas 6000 c (501) module. Of the data provided, only the chloride result for one patient was a reportable malfunction. The initial result was 132 mmol/l and the repeat result was 103 mmol/l. The erroneous result was not reported outside of the laboratory. The electrode lot number was c80 with an expiration date of 11-aug-2019. The field service representative found the ise high concentration waste tubing was kinked causing intermittent alarms. He fixed the tubing, cleaned the internal standard bath, ise block, and replaced the ise reagent and sipper syringe seals. He ran ise checks and precision testing which passed. The customer ran calibration and qc with results meeting specifications. The investigation did not identify a product problem. The cause of the event could not be determined.